Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical/chemical stress. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information ¿ please read before use -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents : detergent solution : use a low-foaming and neutral ph detergent that is labeled for use on medical device, which may or may not contain enzymes. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date. Contact olympus for the names of specific brands of detergent solution that have been tested for compatibility with endoscopes and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (leakage from the suction channel) was confirmed and found to be due to a pinhole in the suction channel. In addition, service found there was leakage due to a pierced bending section cover, the insulation resistance value on the distal end was out of specification due to the pierced bending section cover, the light guide lens was broken, the light guide bundle had some loss of functionality, the bending tube was dented, angulation in the up direction was out of specification due to wear of the angulation wire, the aspiration volume was out of specification due to a dented channel tube, and the connecting tube was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting a leakage from the suction channel. The reported issue occurred while preparing the subject device for use, prior to an unspecified procedure. There was no delay in the intended procedure and the procedure was successfully completed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeled off. This report is being submitted for the malfunction found during evaluation of the device (coating peeled off).